Manufacturer narrative:
(B)(4). D10: 00784801300 item name modular neck p 12/14 neck taper use with +0 heads only lot# 62342924 00801803202 item name femoral head sterile product do not resterilize 12/14 taper lot # 62354605 h6: proposed component code: mechanical (g04)-stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Device history records for the stem were not reviewed as no problem was found with the device upon further follow up. Medical records were not provided. No problem was found with the stem, as further follow ups stated the metallosis occurred between the head and neck, not the stem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure post implantation due to metalosis caused between the head and neck of the stem. There is no additional information available at the time of this report.